Event description:
It was reported that the device was explanted due to pocket erosion and infection.

Manufacturer narrative:
The returned baxstrap spine board was verified to be broken at the head end across both sides and through the foam. The two interior rods that run lengthwise through the board were not broken and the top surface of the board broke above the rods while the bottom side broke about 4" below the end of the rods. The only other damage noted was that one of the strap retaining pins was broken and ridges on the bottom of the board were sheared flat by a sharp edge of some sort. It was not stated that either of these conditions happened at the time of the reported incident. The date clock on the board documented manufacture in august of 1999. The cause for the break is undetermined.